Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12, with fault ID 12-0x2071. There was no adverse impact to the customer¿s blood glucose level as no information was provided regarding the level. Customer was assisted by cts in resetting the pump, which resolved the issue without any recurrence of the malfunction code. Caller was advised to continue using the pump and to contact technical support again if the issue recurs.